Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn. The customer reports receiving a calibration not accepted" alert. The customer was on day 1 of sensor wear. The confirmed transmitter serial number is programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. The customer was reporting a discrepancy between sensor glucose and blood glucose which is not within range. The explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. No product return was required for mmt-1884. Product return requested for mmt-7040a. The customer declined to return or was unable to return. No product return is required for mmt-7841zn.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.